Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a lowest blood glucose of 40 mg/dl after a preceding slightly elevated reading and an apparent overcorrection by the system; the event resolved after the patient consumed orange juice and glucose tablets, and insulin delivery was resumed without further issues. Symptoms included hypoglycemia without loss of consciousness or other immediate effects. Outcomes included self-treatment with oral glucose, no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting and user education, as well as review of device performance based on the reported sequence of glycemic readings and system actions. Investigation of this case revealed no device alerts were reported at the time of the low and no ongoing device malfunction was identified, with the event assessed as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.